Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a flashing screen, hardware low level failures alarm and battery failed alarms. The customer's blood glucose level was 219 mg/dl at the time of the incident. The customer also mentioned that the insulin pump was making weird noises when the screen flashes. The customer reported that the display was flashing. No report of the insulin pump screen flashing when screen was turned on after being in sleep mode. The customer was able to clear the alarm. The insulin pump passed the self test. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.

Manufacturer narrative:
The insulin pump passed the displacement test, sleep current measurement, active current measurement and self test. All currents within spec range. The insulin pump was monitored and no unexpected failed battery test or battery failed alert noted during testing. Also, no flashing display noted during the testing. However, pump error 63 alarm (variable 0c) was found in the formatted history file due to arm watchdog failure. Problem isolated to the electronic assembly.